Manufacturer narrative:
Investigation summary: product inquiry states the guide wire, ball-tipped, sterile t2 femur ø3x1000 mm to be the subject product. No further associated products were reported. A review of the DHR revealed no discrepancies. The reported event was confirmed. All seals and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at steripack, which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process. No discrepancies were detected during risk analysis review. The found black particle has to be classified as a non-conformance. Ncr # 900753 was initiated for further root cause investigation.

Event description:
It was reported that during in-coming inspection at distribution, it was found that there was a foreign material in inner blister package.

Event description:
It was reported that during in-coming inspection at distribution, it was found that there was a foreign material in inner blister package.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.